Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller received advice from technical support to reset the pump and wait 20 minutes before starting a sensor session after coming out of storage mode. Following these instructions, the caller successfully initiated their sensor session, and the cgm error did not reoccur.